Event description:
It was reported that a cartridge alarm 30 occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was educated by technical support to wait until prompted during the load process to remove the used cartridge and successfully loaded a new cartridge following the proper technique, allowing them to resume insulin therapy. The issue was resolved.